Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief since implantation. Reprogramming was performed and it was observed that the patient did not use the device at a therapeutic dose effective for their pain. At the patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda. The root cause of the reported inadequate pain relief cannot be definitively determined; however, it was reported that the patient did not use the device at a therapeutic dose effective for their pain. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result".